Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation and tilt. Patient further alleges anxiety. Depression. Per computed tomography report, "a tent shaped inferior vena cava filter is identified in place in the upper inferior vena cava with the top located at the level of the upper margin of the left renal vein and slightly above the margin of the right renal vein (right kidney is atrophic). The ivc filter has a long axis parallel to the inferior vena cava with head located anteriorly. There is angulation of the retrohepatic ivc relative to the level of the filter by 34 degrees." "There are 4 peripheral struts: left pose lateral strut is slightly perforating the wall of the ivc and is abutting the lower paraspinal tissue (grade 2 perforation). Tenting of the left anterolateral strut is identified (grade 1 perforation) tenting of the right anterolateral strut is identified (grade 1 perforation, right post lateral strut is slightly perforating the wall of the ivc and surround by retroperitoneal fat (grade 2 perforation). No filter fracture detected or deformity. The ivc below and above the filter is normal in caliber."

Manufacturer narrative:
G4 (510(k)): k172557. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, tilt, depression, anxiety. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported depression and anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) in lot. No relevant notes on wo for neither device (igtcfs-65-1-fem-tulip) lot: e3470141, nor filter (igtf-30) lot: e3462143 and e3461630. No other complaints on lots. Product is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per computed tomography report, "filter type: cook gunther tulip." "Filter position: below the level of the renal veins." "Impressions: the filter cone lies against the ivc wall. Axial image 46. The anterior right strut penetrates 2.8 mm through the ivc wall. Coronal image 43. The anterior left strut penetrates 1.5 mm through the ivc wall. Coronal image 43. The posterior right strut penetrates 8 mm through the ivc wall. Coronal image 49. The posterior left strut penetrates 7 mm through the ivc wall. Coronal image 48."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. (B)(4) devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2016, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.